Event description:
A report was received via social media that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient was implanted with a competitors device.

Event description:
A report was received via social media that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.